Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: kawarada et al duplex criteria for in-stent restenosis in the superficial femoral artery; catheterization and cardiovascular interventions (2013) e199-e205. A copy of the publication is attached to this report. Please note that this report represents notification of 55 events for restenosis. Patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart nitinol stents but the catalog and lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by kawarada et al duplex criteria for in-stent restenosis in the superficial femoral artery; catheterization and cardiovascular interventions (2013) e199-e205; there were 55 cases of in-stent restenosis. The stented segments evaluated were located in the sfa as follows: proximal segment in 34% (25), midsegment in 39% (29) and distal segment in 27% (20). Lesion assessment in overlapped stents was included in 8%. The ages were between 57-86 years old. 33 of the 55 patients were male. Thirty three had hypertension, dyslipidemia 28, diabetes mellitus 36 and smokers, 40. 38 lesions were on the right and 36 on the left. Ankle-brachial index was 0.81 0.17 (0.35-1.13). Total stent length (cm) was 17 plus or minus 7 (6-30). Number of stents implanted 1.9 plus or minus 0.8 (1-3) stent diameter (mm) was 7.0 plus or minus 0.3 (6¿8) percent diameter stenosis (%) 53 plus or minus 18 (14-84) peak systolic velocity (cm/sec) 246 plus or minus 130 (27-610) peak systolic velocity ratio 4.1 plus or minus 2.8 (1.1-12.7). The stents (55 events) remain implanted and are, therefore, not unavailable for analysis. A review of the manufacturing documentation could not be performed as the sterile lot numbers were not available. Restenosis is a known potential adverse event associated with stent implantation and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the events were design or manufacturing related therefore no corrective actions will be taken. Please note that this report represents notification of 55 events that are submitted on the same report from a literature source. Please refer to the initial report which included the publication. No further information is available and therefore no further reports will be forthcoming.

Event description:
As reported by kawarada et al duplex criteria for in-stent restenosis in the superficial femoral artery; catheterization and cardiovascular interventions (2013) e199-e205; there were 55 cases of in-stent restenosis. The stented segments evaluated were located in the sfa as follows: proximal segment in 34% (25), midsegment in 39% (29) and distal segment in 27% (20). Lesion assessment in overlapped stents was included in 8%. The ages were between 57-86 years old. 33 of the 55 patients were male. 33 had hypertension, dyslipidemia 28, diabetes mellitus 36 and smokers, 40. 38 lesions were on the right and 36 on the left. Ankle-brachial index was 0.81 0.17 (0.35¿1.13). Total stent length (cm) was 17 plus or minus 7 (6¿30). Number of stents implanted 1.9 plus or minus 0.8 (1¿3) stent diameter (mm) was 7.0 plus or minus 0.3 (6¿8) percent diameter stenosis (%) 53 plus or minus 18 (14¿84) peak systolic velocity (cm/sec) 246 plus or minus 130 (27¿610) peak systolic velocity ratio 4.1 plus or minus 2.8 (1.1¿12.7).